Event description:
Follow-up information was obtained from the physician. It was stated that the patient's lead impedance results were ok. The vocal cord paralysis was a side effect of the vns surgery but it resolved on its own and the patient is now talking fine.

Manufacturer narrative:
UDI for suspect device: (B)(4).

Event description:
It was reported on (B)(6) 2015 that this patient was recently implanted and believes he now has vocal cord paralysis. Attempts for further information have been made but have been unsuccessful to date.